Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was being treated with higher anticoagulation and frequent labs to keep him from having lactate dehydrogenase (ldh) increases. They were successful for a period of time, but the pt was presented with increased ldh and some hemolysis. A pump exchange took place on (B)(4) 2013; however, the pt was not doing well post exchange and the family decided to withdraw care on (B)(6) 2013. The pt expired on (B)(6) 2013.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.